Event description:
It was reported that balloon rupture occurred. The 90% stenosed and tight target lesion was located in the mildly tortuous and severely calcified vessel. A 1.5mm x 40mm x 150cm, otw coyote balloon catheter was advanced for dilation. However, during the initial inflation at nominal pressure, the balloon ruptured. The device was removed, and a new one was used to complete the procedure. No patient complications were reported.